Manufacturer narrative:
A ventilator was reported failing internal leakage test and pressure transducer test. The service engineer changed the expiratory channel printed circuit board (pcb). Fails in internal leakage test and pressure transducer test may lead to wrong pressure in the patient circuit. Appearance of these failures will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #:(B)(4).